Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: all keypad buttons were found to be resposive to user input. There was no physical damage found on the keypad. The keypad cover was removed; there was no contamination found. Unrelated to the complaint, the battery compartment was found to be cracked alongside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.h6 evalution code: 38